Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, delamination in the plug strap disk shell, missing plug strap and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and delamination in the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. Delamination of the plug strap disk shell assessed as adhesive failure. Missing plug strap disk shell of the shell due to inconclusive.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.